Event description:
International customer reported that the mesh delaminated during implant. The delaminated portion of the mesh was cut and removed. The surgeon opines that the hernia might not have been fully repaired.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.